Event description:
It was reported that during a procedure the laser system shutdown. The system was no longer able to be utilized, and the procedure was aborted. Customer was connected to mfg service mgr. Both parties attempted to trouble shoot the laser system and found that the circuit breaker is frozen in the "up" position. There was no report of a pt injury; however the MFR is filing this as surgical intervention as the pt will require an additional procedure to treat residual bladder stone as a result of incompletion of the case.

Manufacturer narrative:
Further analysis of the laser will be performed by mfrs service tech at the customer's facility.